Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that when batteries were changed in customer's insulin pump the settings erased, even when batteries were changed immediately. Customer was not available for troubleshooting and would call back.